Event description:
The perfusionist (ccp) called the field service representative (fsr) and reported the pump lid was falling off the roller pump on the perfusion system. The device was not changed out. There is no specific date, time or occurrences of the issue which can happen at any time the system is used. This complaint has no reports of any delay, or impact to a case due to this issue. No harm has been reported.

Manufacturer narrative:
H3: evaluation is in progress, but not yet concluded. This complaint is related to the following mdrs: 1828100-2014-00428, 1828100-2014-00427, 1828100-2014-00426, 1828100-2014-00424, 1828100-2014-00423, 1828100-2014-00421, 1828100-2014-00420, 1828100-2014-00419, 1828100-2014-00418, 1828100-2014-00417, 1828100-2014-00416. The field service representative (fsr) replaced the pump lids, tested the pump operation pertaining to the occlusion and pump lid operation and control of the roller pump. The system operated to manufacturer specifications and was returned to clinical use. The fsr downloaded the data logs and returned the suspect lids to the manufacturer for further evaluation.